Event description:
It was reported that the insulin gauge was inaccurate as the pump would alert that the cartridge was empty when it was filled with insulin. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.